Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the patient experienced feeling horrible, had a dry mouth, was tired, moody, and eventually fainted. The patient was by themselves and does not know how much time they were unconscious for. The patient regained consciousness by themselves and woke up on the floor. When the patient checked their cgm device the cgm reading was 143 mg/dl. The patient took fingersticks using 2 different blood glucose meters, and the blood glucose reading was 568 and 547 mg/dl. The patient did not seek medical assistance and self-treated with 10 units of insulin via their insulin pump. Eventually the patient needed 28 units of insulin to get their blood glucose reading under 200 mg/dl. No further treatment was reported to be needed and the patient did not go to the hospital. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.